Manufacturer narrative:
Vyaire identification number (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspected device for evaluation. Investigation is ongoing.

Event description:
The customer reported that the device experienced a screen freeze. There is no patient involvement associated in this event.